Manufacturer narrative:
(B)(4). Title: long-term comparative analysis from an all-comer cohort of coronary patients treated using first- and second-generation drug-eluting stents j invasive cardiol 2014;26(8):378-384 authors: pablo codner, md; tamir bental, md; abid assali, md; hana vaknin-assa, md; eli lev, md; ran kornowski, md. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that the patients enrolled in the study underwent pci using both endeavor sprint drug eluting stents to treat the proximal lad, proximal main and unprotected left main. A percentage of the study participants presented in a critical state or emergent pci for st-elevation mi with three vessel disease, complex sites / territories and up to three territories treated. Long term patient adverse events / outcomes include death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.